Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's belt clip broke and her blood glucose was 500 mg/dl. The customer's high blood glucose was treated with manual injection. Nothing further was reported.